Manufacturer narrative:
H6 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
It was reported that the patient referred for a full revision due to high lead impedance/low output current. It was noted that the patient fainted recently a few months ago, and feels as though her device has migrated. Later, via information from provider, this migration condition was confirmed via palpation. The physician confirmed that this was caused by a patient fall. The patient has been referred for full revision as a result. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date. This report will capture the migration resulting in full revision. Another report was submitted under MFR report number: 1644487-2026-10753. With the lead as the suspect product for the report of fracture/high impedance resulting in full revision.